Event description:
Additional information was received from a consumer. As of (B)(6) 2016, the patient had not found a new managing physician, but was looking for one that accepts the patient's insurance. No steps were taken to resolve the pump and the pump alarm was not resolved. Then on (B)(6) 2016, it was reported that the patient had found a new managing physician, however no steps were taken to resolve the pump alarm and was subsequently not resolved.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 information was received from a consumer regarding a patient receiving intrathecal fentanyl and morphine via an implanted pump system. The patient stated they had been released/dropped from their doctor's practice, and they last had a refill on (B)(6) 2015. The patient stated the pump was empty, and it was alarming. This began on (B)(6)2015. They were hearing a dual tone alarm that sounded like a jingle. The patient went to the emergency room and received a temporary prescription for oral medication. They were currently seeking a new physician. Additional information was requested to determine if the patient found a new managing physician, what steps were taken to resolve the pump alarm, and if the pump alarm resolved.